Event description:
Reporter indicated that the pulse generator was not laying flat. Rather the generator was sitting perpendicular to the chest. Revision surgery was performed in 2001. A new pocket was created for the generator. Patient reported to be recovering fine and doing well.